Event description:
Related manufacturer report number: 1627487-2022-02302. It was reported that the patient's leads migrated. The issue was confirmed via diagnostic imaging. As result, the leads were explanted and replaced with a different style of lead. Effective therapy was established post-operative.

Manufacturer narrative:
Event date is an estimate.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.